Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline disconnect and low flow hazard alarms; however; a specific cause for these findings and a direct correlation to heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log files observed one brief low flow hazard on (B)(6) 2019 at 9:09:43 am. Calculated average flow was captured at 2.4 lpm. Additionally, driveline disconnect events and associated pump stoppages / alarms were captured at 11:17:59 pm and 11:19:53 pm on (B)(6) 2019. A specific cause for the driveline disconnected events could not be conclusively determined through this evaluation. The pump speed did not drop below the low speed limit while the driveline was connected. Calculated average flow ranged from 2.7-4.4 lpm for the duration of the system controller periodic log file. No abnormal trends in pump parameters were observed. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no related complaints have been reported at this time. The hm3 lvas IFU states that if the driveline disconnects from the system controller, the pump stops. The IFU states to promptly reconnect the driveline to the system controller to resume pump operation. This document also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU outlines all system controller alarms, including low flow hazard and driveline disconnected alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the customer requested a log file review. The manufacture's technical services reviewed the log file and observed multiple drive line disconnects. No further information was provided.